Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "we found that the 25gx1¿ needle is difficult to push the vaccine through... Was there any harm or impact? Was there any medical treatment needed due to the reported issue? No harm no issue. Was the vaccine able to be given? What was done to resolve the issue? Yes, they retrieved another needle and was able to give vaccine".

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "we found that the 25gx1¿ needle is difficult to push the vaccine through... Was there any harm or impact? Was there any medical treatment needed due to the reported issue? No harm no issue. Was the vaccine able to be given? What was done to resolve the issue? Yes, they retrieved another needle and was able to give vaccine".

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.